Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated architect free t4 result for one sample. The following data was provided: initial result was >5.0 ng/dl, repeat = 3.9 ng/dl. No impact to patient management was reported.

Event description:
The customer observed a falsely elevated architect free t4 result for one sample. The following data was provided: initial result was >5.0 ng/dl, repeat = 3.9 ng/dl. Additional information was provided by the customer: the free t4 was retested: initial result = 1.7 ng/dl, repeat = 1.4 ng/dl no impact to patient management was reported.

Manufacturer narrative:
Section b5 describe event or problem was updated to include additional information provided by the customer. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. An increase in complaints has been observed for base lot 61272ud and associated sublots, however, in-house performance testing was completed which indicates the product is performing as expected. Device history review did not identify any non-conformances or deviations with the complaint lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect free t4 reagent lot 61272ud03 was identified.